Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results product evaluation and results: visual inspection confirmed the event. The device is missing all six screws, causing the outer casing to disassemble. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Reamer casing broke while reaming. The device is missing all six screws, causing the outer casing to disassemble. Case type / application: tha 4.1.